Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings of white residue in a/w channel & a/w cylinder did not lead to a clear conclusion and ob and lg lens damaged glue was due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center for an annual maintenance check, an olympus asset with no reported complaint. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, white residue in the air/water channel & air/water cylinder and the light guide and objective lens had damaged glue. There was no patient involvement.